Event description:
It was reported that the patient experienced dyspnea, chills, left side pain near the driveline, fatigue, and blood in stool. The bilateral blood culture and respiratory viral panel tested negative, and hemoglobin/hematocrit levels were stable. Esophagogastroduodenoscopy with biopsy found la grade a esophagitis with no bleeding that may have resulted from arteriovenous malformation. Left ventricular assist device functioned as intended. Supportive care was performed for the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.